Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting/ at least two hours after meals range around 400 mg/dl. Testing performed twice daily (fasting and before bed). Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed during call ((B)(6) 2015; 7:46 pm) with results of 194 mg/dl and 192 mg/dl (not verified if fasting/ before meal/ after meal). Verified storage of test strips is within specification. Test strip lot MFR's expiration date is (B)(6) 2016 and open vial date is about two to three months ago. Recall test results performed fasting/ at least two hours after meals) from meter memory (date/time not set correctly). No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction noted in the complaint: user has high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2015).